Event description:
It was reported that, "femoral stem, pt had thigh pain. Surgeon stated pt's stem was loose. Surgeon removed stem with minimum effort."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.